Event description:
Per the clinic, the patient sustained a blow to the head resulting in a loss of connection with the internal device. The implanted device remains. Explant and reimplantation is planned but had not taken place at the time of this report (B)(6), 2010.

Event description:
The customer reported that he was hospitalized for high blood glucose levels, with a reading of 650 mg/dl. It was determined that the customer's belt was pressing on the infusion set, causing the cannula to be pinched off. The customer was treated, then released. Nothing further was reported.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(4), 2010, it is unknown whether there are plans to re-implant. (B)(4).